Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level ranged from 59 to 323 mg/dl over the past few days. The customer would address the low bg by eating carbohydrates and the high bg by delivering a bolus. The contact thought that the pump settings were a possible cause of the fluctuating bg level. During troubleshooting with tandem technical support it was noted that the date was set incorrectly. The date was corrected and the contact indicated that the settings were to be discussed with a healthcare provider.